Manufacturer narrative:
In addition to describe event or problem, the following minor defects were found: light cover glassed cracked, adhesive around lenses pitted, optical cover glass chipped, distal end adhesive pitted, aspiration housing colored ring worn, air/water housing colored ring worn, up/down brake lever insulation unsatisfactory, scope connector water ingress, biopsy channel leaking, angle not to specification, knobs play evident, air/water blockage evident, water removal not to specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, a black plastic-like material blocked the air/water nozzle. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to watertight packing, silicone adhesive or, silicone parts of peripheral device were broken and entered channel and seemingly clogged in the nozzle. The event can be detected/prevented by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.